Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to have an high bacterial count. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that the device is stored full of water and hydrogen peroxide level is checked daily. Reportedly, during week-ends it is checked only if the device is operated and this is not in accordance with device instruction for use which prescribes daily monitoring of h2o2. This deviation may have led/contributed to the reported high bacterial count.